Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 10-jun-2024. The infusion set was used for a day or two. No further information available.